Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1556200500 , 510k# k131321 and UDI# (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with kyphosis underwent posterior spinal fusion at levels l3-s1. On an unknown date, post-op, rod at left side was broken between l5-s1. Bone union was not good at l5-s1. Lower limbs pain has been observed but it is unknown whether the rod breakage was related with the pain so the patient is followed up there is no plan of removing the rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.